Manufacturer narrative:
See (B)(4) for report submitted by the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for laser ablation procedure using a non-medtronic system and a medtronic biopsy needle. It was reported that intra-operatively, during equipment set-up, the grey screw that screws down to hold the depth did not function. The hole was not drilled out all the way for the screw to go down all the way. The site used a different biopsy needle. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less five minutes due to this issue.

Manufacturer narrative:
The biopsy needle was returned to the manufacturer for analysis. Analysis found that the stop was not drilled through to allow the stop screw to contact the needle. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.